Event description:
It was reported that the t:slim x2 pump experienced a battery charging issue, resulting in the pump screen going blank and requiring a connection to a power source to turn back on. The customer reported the blood glucose level was labeled as "high," exceeding 500 mg/dl, but the exact value remained unknown. To address the elevated blood glucose, the customer administered a correction bolus via the pump without needing third-party assistance. Technical support informed the customer about necessary resets of insulin on board and max hourly bolus, advising them to manually restart cgm sessions following pump shutdown or reset, and recommended monitoring the situation and callback if issues persist.